Event description:
It was reported that patient¿s battery was at 5% in (B)(6) 2021. The patient has had an increase in seizures since september and there was discussion that vns replacement may not be the plan now since her seizures are different than prior to getting vns. No additional relevant information has been received to date.

Event description:
Information received from the physician indicated that the cause of the seizures was unrelated to vns and believed to be psychogenic.